Manufacturer narrative:
The pump remains in use supporting the patient; however, the replaced external portion of the driveline approximately 15.5" long, was received for evaluation. The reported pump stop events can be confirmed based on the evaluation of the submitted log file; however, a specific cause for the events could not be determined. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. A tear in the silicone jacket approximately 2.5 inches from the metal connector was observed. However, the underlying clear bionate was free of damage. Minor metal braided shield break down was also observed approximately 2.5 inches from the metal connector. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Two submitted system controller log files were reviewed. Pump stop events were captured before the repair and after the repair. The pump stop events resulted in low speed and low flow hazard alarms. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the events appeared to be consistent with potential driveline issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on (B)(6) 2017, that after the percutaneous lead (driveline) replacement, pump off alarms were occurring when the lvad was connected to the power module with a grounded power module patient cable. The patient was then given an ungrounded power module patient cable to use when connecting the lvad to the power module. There have been no further pump stoppages since the patient has been using the ungrounded patient cable. There are no plans to exchange the patient¿s pump at this time.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 4 months. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages occurred while the lvad system was connected to the power module. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage on (B)(6) 2017. X-ray images did not show any obvious areas of concern. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed with no issues. The patient was placed on a normal grounded power module patient cable after the repair and the alarms did not return. No additional information was provided.